Manufacturer narrative:
Concomitant medical products: dtma1q1 device, implanted: (B)(6) 2017; 4598-88 lead, implanted: (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrogram (egm) atrial markers did not line up with the p-wave, but with the r-wave, and it was noted the right atrial (ra) lead dislodged into the right ventricle. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.